Event description:
Intl. (B)(4) complaint received from the (B)(6) agency concerning component (silicone protrusion) separation issue with use of (B)(4) microclave connector. It was reported that on (B)(6), the community service manager ".. Went to visit pt and noticed the rubber septum on the clave bung was missing." The device was removed, replaced and subsequently discarded. There were no pt injuries/adverse outcomes.

Manufacturer narrative:
The MFR/distributor representatives have made multiple attempts for additional event/usage information. Neither the identified facility reporter or hosp staff contacts have any information, incident reports with any detailed device usage, prior treatments/infusions, identity of the mating/access devices. The facility contact was able to confirm there were no pt injuries, adverse consequences. Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug, protrusions have been replicated under certain usage conditions where the microclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes, it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) ,the connector should only be accessed with an iso complaint male luer with an inside diameter between 1.55 mm - 2.8 mm. Findings: the involved device(s) were not returned for analysis and confirmation. The exact causes of the component anomaly are unk.